Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2014 with the following findings: call service alarms cs 054 were verified in the pump¿s black box and alarm history. During testing, the pump emitted a cs 054. The pump software was reloaded and the pump was tested without further alarms. The pump was opened, no internal defects were observed.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2014 with the following findings: call service alarms cs 054 were verified in the pump¿s black box and alarm history. During testing, the pump emitted a cs 054. The pump software was reloaded and the pump was tested without further alarms. The pump was opened, no internal defects were observed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging multiple call service cs 054 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.